Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin leaked at reservoir compartment. Customer reported that after filling reservoir and clearing air bubbles, the reservoir and snap cap popped off causing insulin to spill. Customer's blood glucose was unknown. Customer reported that leak was only confined to reservoir compartment. Customer reported of not being sure of cracks or splits in the barrel and all components were present. Customer was advised that reservoir would need to be replaced.